Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 5/3/2017 stating that there were some intermittent undersensing. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).